Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
System controller related MFR#: 2916596-2022-15032. It was reported that the patient exchanged the system controller at home on (B)(6) 2022 due to the speaker not working after a routine self-check. The patient had a loss of consciousness, fell and hit their head. The patient regained consciousness after they were connected to the backup system controller. The patient had a computed tomography (CT) that showed a small stable subdural hematoma on their head. In the emergency department (ed), the patient was found to be in ventricular fibrillation and was defibrillated into sinus rhythm.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, an analysis of the log files provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The first system controller event log file that was submitted contained data from 03nov2022 through 04nov2022. It was noted that the file captured multiple pulsatility index (pi) events. For the duration of the file, the pump operated as intended at the set speed with no notable alarms. At the end of the file, the patient disconnected their driveline to exchange the system controller. The second system controller event log file that was submitted contained data from 05nov2022 through 07nov2022. The file captured low flow hazard alarms on 05nov2022. The pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6 of the IFU provides information on preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 3 of the patient handbook provides information on preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.